Event description:
It was reported that this pacemaker device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the system architecture of the device includes redundant hardware, known as safety core, which ensures basic pacing therapy remains available. Ts recommended urgent device replacement. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the system architecture of the device includes redundant hardware, known as safety core, which ensures basic pacing therapy remains available. Ts recommended urgent device replacement. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.